Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the bladder stimulator is broken and the patient needs a new one. Their healthcare professional said that either the leads broke off or the stimulator itself is broken after the patient had a fall about 2.5 to 3 months ago. Troubleshooting was not performed. No additional details were provided. The caller was redirected to follow up with the healthcare professional.